Event description:
During a hemi-colectomy procedure, the staples did not form properly. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.